Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the lateral distractor (part number 397.084, lot number 9622110). The subject device was returned with the complaint condition stating the handle in the complaint was confirmed to have broken off of the device. Further inspection shows that the tip of the cylindrical gear (which mates with the handwheel is sheared off and remains inside the handwheel. The device is otherwise in good condition with minimal wear. This complaint is confirmed no non-conformance records were generated during production. Review of the device history record(s) (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The diameter of the tip of the cylindrical gear (which mates with the handwheel) was unable to be accurately measured as it is sheared off of the gear and is embedded inside the handwheel. A visual inspection, complaint history review, drawing review, DHR review and risk assessment review were performed as part of this investigation. The drawings are current and were also used during the time of manufacture. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. No definitive root cause was able to be determined with the available information. The root cause is likely due to dropping the instrument or due to application of excessive torque on the handwheel. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no known patient involvement. Event date: unknown. Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: november 06, 2015. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a broken handle was discovered in an evaluation set during routine inspection activities of the set. It is unknown when the handle broke. There were no issues reported by the facility. No known patient involvement. This is report 1 of 1 for (B)(4).